Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer passed functional testing. (B)(4).

Event description:
It was reported that the programmer screen went black and the programmer shut itself down. The programmer was returned for repair. There was no patient involvement.